Event description:
It was reported that the patient does not believe the device is functioning properly "all the time" and there is inconsistencies in blood pressure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.